Event description:
It was reported that about three weeks post implant, this right ventricular (rv) lead appeared to have dislodged due to observed loss of capture (loc) on the lead. A lead revision procedure was performed and the rv lead was successfully repositioned. The device remains in service. No additional adverse patient effects were reported.